Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. D4: batch #746c36. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only the anvil half washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks and slight scratches were noted on the guide face. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the testing. Additionally one photo was provided at product complaint level and it shows a portion of a device inside of package with no apparent damage. The damage on the knife, washer and guide face is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob until the device trocar is no longer exposed. Look at the tissue compression scale and ensure the indicator is not in or near the green zone. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 746c36, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/17/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the device, post firing anvil got separated from trocar in anus during removal of device, later on removed by the help of grasper. Surgeon fired the circular stapler and performed leak test- no leak observed and donut was also complete. Surgeon used grasper to remove the anvil from anus of the patient. No leak observed post firing.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. Corrected data: d4 UDI#.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. Corrected data: d4: UDI #.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event?- no.